Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective internal battery. The internal battery was replaced to address this issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message resulting in a power down of the device. There was no patient injury reported as a result of this incident.